Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery, low battery and weak battery. The customer's blood glucose reading was 147 mg/dl at the time of incident. Troubleshooting found that the battery contacts and cap were not damaged and the alarms could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. However, device received with corroded battery tube. Device was monitored and low battery alert or failed battery test noted. Device passed self test, unexpected restart error test and displacement test.